Event description:
It was reported that during surgery, the tip of the 35mm flex drill bit was broken when the surgeon was attempting to drill for screws in the pinnacle cup. No adverse events occurred and there was no delay in the case. The drill bit was thrown away after surgery by hospital staff.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.